Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on both the atrial and rv (svc to rv coil) leads. High voltage lead impedance also measured out of range in the last few months but was noted that this was due to settings programmed too conservatively. System remains implanted, as further information could not be obtained at this time.